Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s721usqs7byh1. Hardware: sm-s721u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 24 and 36 hours. Patient reported the infusion site was sore, swollen, red and discharge was present. The patient went to the emergency room to address the skin infection. The patient sought medical attention on (B)(6) 2025 and was discharged hours later. The patient was treated with a 10-day course of antibiotics.